Event description:
Per the patient's surgeon, the device was explanted on (B) (6) 2010 due to skin flap breakdown and infection (type unspecified).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.